Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the cover fell off. The following information was provided by the initial reporter: eclipse cover fell off.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for separation of the safety shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the cover fell off. The following information was provided by the initial reporter: eclipse cover fell off.